Event description:
After implant of four 1 1/2" screws and 2 1 1/2" pins in rptr's lumbar sacral spine (10/74). She experienced a bladder problem and increasing lower back pain, stenosis, and disability. She had surgery again in 1987; and is not "in trouble" again, since 1993. Presently, she is using a course of epidural steroid injections to discover the cause of her limitations and pain.